Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2012, to replace the internal magnet of the receiver/ stimulator.

Manufacturer narrative:
Implanted device remains.